Event description:
Resistance was noted while attempting to remove device. X-ray revealed catheter tip in the region of left main pulmonary artery. After surgical exposure of right femoral vein, dr was able to retrieve tip via an angiographic catheter.